Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed myopotential noise resulting in inappropriate shocks on two different occasions. There was also evidence of low amplitudes. At the time of the shocks the patient was lying down and using the bathroom. It was noted that the patient is in chronic renal failure and undergoes hemodialysis. Boston scientific technical services (ts) recommended performing postural based isometrics and programming optimization. No adverse patient effects were reported. The device remains implanted and in service. Additional information received indicates that additional inappropriate shock was delivered. A review of the therapy logbook noted that the shocks do not correlate to any hemodialysis session. The automatic screening tool was performed at the current system location and failed in all vectors. Ts reviewed the electrograms in several treated and untreated episodes and indicated that there appears there has been a change in the patient condition which remarkably affects the device's sensing options. There were many different morphologies over the years this system has been implant which might be related to changing patient condition and/or system migration. Ts requested current x-rays and those from implant however due to covid this has been delayed.